Event description:
Connected patient to defibrillator and it would not deliver shock. Md requested manual paddles and new defibrillator which was provided and shock delivered. Biomed called and checked initial defibrillator with no problem found. After review of event, it was noted that start up mode of defibrillator was on leads instead of pads. Physician repositioned pads prior to mode change in preparation to reopen chest. Repositioned pads were not adhering to chest wall.